Event description:
During a tkr surgery, the saw stopped while making a chamber cut. There was no change in the procedure due to the event, however, there was a 30 minute delay that required add'l anesthesia to be administered to the pt. The procedure was completed with another handpiece.

Manufacturer narrative:
The device was returned to the MFR for repair. The device was out of specification and the customer's complaint was confirmed. The product was repaired and returned to the customer.